Event description:
It was reported that the health care professional (hcp) was concerned with left ventricular loss of capture. The hcp reached out to technical services (ts) for a review of the presenting electrocardiogram. Upon review, ts noted that the thresholds were high and the impedance increased after the implant. The plan is to check the wound the next monday. At this time, the lead remains in service and no adverse patient effects were reported.